Event description:
The cable of a robotic tenaculum used during the procedure broke while operating inside the abdomen. The detached fragment was then retrieved by surgeon. Manufacturer response for robotic tenaculum forceps 8mm, (brand not provided) (per site reporter). Have not heard back.